Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding after a partial fire occurred while using a sureform 45 curved-tip stapler instrument with a white sureform 45 reload. While attempting to staple the pulmonary artery (pa), the partial fire occurred and an error message of "tissue too thick to continue¿ was observed. There were no malformed staples or missing staples from the staple line; no holes or gaps were observed. The stapler reload did not get stuck on tissue and tissue was not pushed or dragged during the firing process. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws; and the stapler was not fired over an existing staple line. The stapler instrument was removed, however the stapler reload could not be removed from the stapler; bleeding was observed. The bleeding was unexpected and estimated to be less than 50mls. Transfusion of blood products was not required, and the bleeding was resolved by the surgeon applying compression to the pa. There was no unplanned tissue removal due to the stapler firing failure, and the surgeon used a third-party stapler to continue with the procedure. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did receive the sureform 45 curved-tip stapler instrument but not the white sureform 45 reload accessory that was used during this reported event; failure analysis investigations are in progress. A review of the stapler logs show the sureform 45 curved-tip stapler instrument (lot number: l82230727-0518) was installed on the system 3 times and fired 3 reloads (1 gray, followed by 2 white). On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 86% completion. The instrument was then removed and not used in the procedure again. The were no stapler related errors in the logs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip white reload accessory to perform failure analysis (fa) investigations. The reload was found to have the blade rotated within the knife track, however, the blade was not exposed above the surface. There was also cartridge damage throughout the inside of the knife track. Isi also received the sureform 45 curved-tip stapler instrument to perform fa and confirmed but did not replicate the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house white reload and an in-house grey reload. The instrument fired successfully, and the resultant staple-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Manufacturer narrative:
Advanced failure analysis (fa) was performed which confirmed the sureform 45 stapler instrument experienced a partial fire with a white sureform 45 reload on the third install the force required to continue to fire had exceeded the pre-determined threshold. Review of the initial fa images shows the reload was returned with the blade rotated into the left side of the knife track. The rotation of the blade likely forced the knife seat to break and caused deformation of the inner track material where the knife stopped travelling forward. It is likely the skiving of material and the rotation of the blade caused the firing force to increase until the threshold was reached. The stapler reload was disassembled and a visual inspection revealed that the left knife foot had broken off in the knife track during the firing sequence. The left knife foot was identified within the skived inner track material. The spine of the knife had large indentations, likely where the I-beam hit as the blade was rotating. Additionally, the knife was bent at the midpoint. The knife also likely became bent after it became lodged in the side wall, and the I-beam continued attempting to drive forward. There were no mechanical indentations to the cutting edge. Severe cartridge damage was noted at the location of the knife break. The inner wall was cracked, inner track material was deformed, and the top surface and bottom of the inner track were skived. All material appeared to still be attached and no material appears missing.

Event description:
Refer to h11 for follow-up information.